Event description:
On (B)(6) 2010, a distributor outside of the u.s. Reported that a pt, who had undergone a "scoliosis-related deformity correction" in (B)(6) 2010 using grafton paste, had experienced a post-operative inflammatory reaction with "local oozing from the wound". No add'l details about the case were known or provided by the initial reporter. No lot info was provided. A list of detailed f/u questions has been submitted to the initial reporter, and we have made multiple unsuccessful f/u attempts with the distributor to obtain the info (on (B)(6) 2010). It is unk at this time if the event necessitated any subsequent medical or surgical intervention.